Event description:
Technical services received a call on 08/14/2012. Caller reported noise on this ra lead. No additional information is available at this time. Lead remains in service. Lead was implanted on (B)(6) 1996. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).